Event description:
Complainant alleged that while defibrillating a male pt during a code, an arc was heard from four sets of electrode pads. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired. Complainant indicated that all four sets of electrode pads involved in the event were not retained by the customer.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation, and this complaint is still under investigation.